Event description:
Staff noticed a strong burning smell coming from a hallway. We quickly pinpointed strong electrical burning smell and smoke was coming from radiant warmer in bedspace a-3. Baby removed from bed immediately and placed in new rw. Bed taken out in hallway as huc called for maintenance right away. Bed tagged and taken downstairs with maintenance. Dates of use: (B)(6) 2013 - (B)(6) 2013. Reason for use: hyperbilirubinemia of prematurity.